Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to an out of range pacing impedance measurement greater than 3000 ohms on the atrial channel. Noise and oversensing resulted in inappropriate atrial tachycardia response (atr) episodes. Additionally, an atrial threshold issue was noted. A boston scientific technical services consultant documented and discussed the reported clinical observations with the caller. The caller stated the patient is not dependent and they do not want to bring the patient in due to coronavirus. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.